Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high pacing impedance. In addition, isometrics/manipulation revealed changes in the electrocardiogram (ECG) waveform. A fracture of the rv lead was suspected. Once under fluoroscopy, the position of the rv lead was noted be nearly to the patient¿s clavicle, and a dented appearance of the rv lead near the suture sleeve was noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.